Event description:
On 11/6/04, the reporter contacted lifescan alleging that the patient's one touch basic enhanced meter prompted the not ok message when powered on. The medical affairs specialist (mas) attempted to contact the patient by phone on 11/8/04 and 11/10/04; however, there was no answering machine to leave a message. The mas sent a letter to the patient on 11/10/04. On an unspecified date and time, the patient was taken to the hospital and treated with insulin. No information was provided regarding blood glucose results obtained at the hospital. Dates and times the patient tried to test with the reported meter before going to the hospital were not provided. The customer care representative confirmed that the meter prompted the not ok message when powered on. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the unresolved not ok prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.